Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2009. A revision procedure was performed on (B)(6) 2009 due to an unknown reason. An expansion clip, distal femoral component and expansion segment were implanted during the revision procedure. It is unknown if any product was removed and replaced. It was further reported that patient underwent a second revision on (B)(6) 2011 due to the patient's need for a lengthened device. A third revision procedure was performed on (B)(6) 2014 due to the patient outgrowing the current implant. During the third revision procedure, all components were removed and replaced with orthopedic salvage system components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.